Manufacturer narrative:
The reported event of connections problem was confirmed. The device was above elective replacement indicator (eri). The ventricle setscrew was able to tighten upon receipt. Analysis found the wrenches were being inserted off-center and at steep angles and caused stripping on the vertical setscrew inset, this is consistent with user error, which resulted in the reported event. No device anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker was too loose. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.